Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement. The procedure was completed as planned. The pneumothorax was from the biopsy location and a chest tube was placed to resolve the complication. The length of hospitalization is unknown although the patient has been reportedly been discharged from the facility. There was no device malfunction reported. Further details were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.